Event description:
It was reported that the pt has expired. The date of pt's death and implant duration are unk, therefore the aware date is being used as the occurrence date. It is UK if the death was device related. It was additionally reported that a second device. Model #2700, was explanted. Refer to MFR #6000002-2008-08390. Also, third device was implanted, model #6900ptfx. Refer to MFR #6000002-2008-08391.

Manufacturer narrative:
Device not returned.